Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va14zr4, product type: lead.

Event description:
The manufacturer representative reported that the doctor was initially getting a motor response for the lead, but after testing the lead for a while, there was no motor response from the patient during testing. The doctor thought the lead might have been damaged so the tried another lead. There was still no response in the same spot. The new lead was moved and an acceptable response was seen. It was noted that other troubleshooting that was performed was that they tried moving the lead and tried new styles, straight as opposed to curved. It was also stated that the interventions/actions taken to resolved the issue was repeated testing of the lead. The reported issue was resolved at the time of this report. It was noted that it was never confirmed if the lead did have real issues because the second lead used had similar responses. It was stated this happened during a stage 1 evaluation. The manufacturer representative stated that no cause was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.